Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a metal infection at the lead insertion site wherein according to the physician was apparently coming from the metal in the clik anchor. It was determined that the physician was not informed of the patient's metal allergy prior to the procedure. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.